Manufacturer narrative:
Additional codes were added in h6( component code, health effect - impact code and type of investigations). Additional information has been provided in g3 (investigation completion date on 1/15/2026), as this was not captured on the previous submission of medwatches. Ppae (renal failure/thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported the patient developed thrombocytopenia and recovered on the same day. The patient was negative for heparin-induced thrombocytopenia.